Event description:
A malfunction on the pump was reported, though no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code appeared again, which the customer acknowledged and understood.